Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4193-88 lead implanted: 2008-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.